Manufacturer narrative:
Block b3: exact date unknown, event occurred months from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7070425 / 7070694.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure, the patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.